Event description:
It was reported to philips the shock was not delivered with internal paddle. The customer used another device to complete procedure available as standby. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The patient event file was evaluated by a philips clinician. During clinical use, the internal paddles were placed onto the patient as soon as the device powered on, and at 0:06 et, the energy level of 15j was selected, and the charge button was pressed at :12 et. At :21 et, the charge was disarmed as a result of turning the device off. The device was not restarted after that point. A philips field service engineer (fse) evaluated the defibrillator and internal paddle and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. The issue was due to operational user error where the charge was disarmed from turning the device off. The defibrillator and internal paddle remain with the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the shock was not delivered with internal paddle. The customer used another device to complete procedure available as standby. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.